Manufacturer narrative:
(B)(4); device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap. Hysterectomy procedure, the device was bending at the tip and stopped activating intermittently. The case was completed with another device. No patient consequence.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the cable cut off. Due to the returned condition of the device, no functional testing could be performed with the generator. Upon visual inspection under magnification it was noticed that the upper jaw was slightly damaged at the retention pin interphase. Resulting in the jaw been loose and difficulty in opening and closing of the jaws. However, the damage was not significant enough to prevent the device from cycling. The jaw was not detached. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment